Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to defective printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a blinking front panel was not confirmed; however, the evaluation did confirm the customer's allegation of no image due to a printed circuit board failure. The device evaluation also found that the inside harness had a poor appearance and the keyboard didn't work due to a defective component. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center's front panel was blinking and that there was no image. The issue was found during preparation for use prior to a bronchoscopy. The procedure was completed using a similar device. There were no reports of patient harm or procedural delay.